Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead dislodged soon after the pocket was closed. During the subsequent lead revision, the physician experienced difficulty manipulating the lead, so the lead was removed and replaced. No patient complications have been reported as a result of this event.